Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for bowel dysfunction/sacral nerve stim and fecal incontinence. The reason for call was patient said they are unable to make adjustments on their programs. When they hit the up button they can't adjust the setting. Patient was getting a message that they are at max setting. The issue started today with the message. Patient said, the battery is jumping around and moving around in their hip, and that started in 2023. Patient is going to have a surgery to fix the stimulator moving the week after next. Patient doesn't know if something had toggled the lead loose. Patient didn't know they had to do a number two until it was ready to come out. Patient has had no falls or accidents. The patient was redirected to their healthcare provider to further address the issue.